Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 patient experienced intermittent audio output. Patient's mother claimed the patient had a low the previous night and did not receive any alerts. Dexcom has issued an rga for patient to return device to be investigated.no medical intervention was necessary and the patient reports feeling good.